Event description:
A malfunction alarm with code malf 16 was reported, and technical support confirmed a replacement pump would be provided. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use multiple daily injections as a backup therapy and was provided with instructions for returning the faulty pump.